Event description:
Information received indicates that pump fails the 40 psi back pressure test during testing.

Manufacturer narrative:
Investigation found that impact bent platen causing pump fails 40 psi back pressure test. Platen was replaced to resolve issue.